Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 of the same event. It was reported from (B)(6) that during testing, it was observed that two small battery drive devices and two battery devices stopped working when used to cross test equipments. According to the reporter, one small battery drive device ran for half a second when tested with a battery device. The second small battery drive device seemed to die when being tested with another battery device. It was noted that both batteries had been tested with the small battery drive devices from the customer. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.